Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal episode. At a routine follow up, the physician noted loss of capture and suspected sensing issues with the device. Asystole of greater than two seconds was reported. The device and right ventricular (rv) lead were then explanted and replaced with non-boston scientific products. No additional adverse patient effects were reported. The explanted device and lead were expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal episode. At a routine follow up, the physician noted loss of capture and suspected sensing issues with the device. Asystole of greater than two seconds was reported. The device and right ventricular (rv) lead were then explanted and replaced with non-boston scientific products. No additional adverse patient effects were reported. The explanted device and lead were returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.